Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in-clinic for follow-up. Patient noted dimple/compression in the incision line. The physician revised the incision. Patient was stable.